Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See scanned pages.

Event description:
The customer reported having high blood glucose after changing the infusion set. Hours later the customer called back and stated that she had low blood glucose earlier in the night. The blood glucose reading at time of the call was 40 mg/dl. The customer stated that the paramedics were called and treated her with glucagon. The customer stated that she had not bolused since noon and had taken 4.3 units for her lunch. The customer stated that she did not prime her insulin pump in the morning and when she changed the site she did not fill the cannula or perform the prime process. Troubleshooting was performed. The amount of insulin in the reservoir was correct. No further information was performed.